Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) sensor. The customer reported that the sensor was attached to the arm, but the base of the insertion needle was protruding from the outside, so the sensor was removed by the customer. When removing the sensor, the customer touched the tip of the introduction needle and bled from their fingertip, but no specific treatment was given. There was no report of death or permanent impairment associated with this event.